Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/ but not replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported a capsule tear occurred while the surgeon was performing epi nucleus and, due to the sudden stop of the system, a posterior capsular rupture (pcr) occurred. The system was restarted, and the surgeon proceeded with the surgery. The pcr enlarged and the surgeon decided to switch from a multifocal iol to a sensar 3-piece intraocular lens (iol). Later after implantation of the lens while positioning the iol the haptic broke and surgeon had to explant the lens by sics (manual small incision cataract surgery). The patient was aphakic at the end of the surgery for 1 hour 30 minutes. An unplanned vitrectomy was performed. The patent's outcome is unknown. This MDR report captures the issues reported on the intraocular lens. A separate report is submitted for the compact intuitiv console system.